Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2018-02997; reference MFR. Report#: 1627487-2018-02998; reference MFR. Report#: 1627487-2018-02999. Follow-up information revealed the patient underwent surgical intervention wherein the scs system was removed and replaced with a drg system.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems implanted. Device 1 of 4: reference MFR. Report#: 1627487-2018-02997, reference MFR. Report#: 1627487-2018-02998, reference MFR. Report#: 1627487-2018-02999. It was reported the patient is receiving coverage from the scs system, but is not receiving adequate pain relief. Reprograming was unable to resolve the issue. As such, the patient underwent a drg trial procedure on (B)(6) 2018 for additional coverage and is currently undergoing the trial at this time.

Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2018-02997, reference MFR. Report#: 1627487-2018-02998, reference MFR. Report#: 1627487-2018-02999. Follow up information revealed the patient's drg trail leads were removed on (B)(6) 2018. The trial was successful. As such, surgical intervention may be pending for a permanent implant .